Manufacturer narrative:
The device has not been returned/received. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2024 at (B)(6) hospital due to diabetic ketoacidosis (dka). The patient's blood glucose levels reached 32.2 mmol/l (579.6 mg/dl) while wearing the pod between 5 and 24 hours on the abdomen. Symptom reported include hyperglycemia, vomiting, and stomach pains. The patient was given medication for the vomiting symptom (medication name not provided). The patient was also administered novorapid insulin and electrolytes via intravenous. The patient was discharged the following day.

Manufacturer narrative:
Inspection of the fluid path and subsequent leak test found no evidence of the reported leak.